Manufacturer narrative:
Report confirmed. Evaluation determined that the tool fractured due to the application of a bending moment while the tool was not rotating. This is the first complaint for the product/lot combination. On follow-up it was confirmed that there was no patient impact. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Event description:
It was reported that the hospital had a burr break during a cranial procedure. There was no patient impact reported. On follow-up, it was confirmed that there was no patient impact.